Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event could not be requested as no reporter was noted, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an unknown etiology where a gore® tunneler (tunneler) was used. During the procedure, it was observed that the tunneler was not functioning as expected. Further inspection revealed that the tip of the tunneler had detached and remained inside the patient¿s right thigh. X-ray imaging was utilized to locate the detached tunneler tip. The physician subsequently made an additional incision to access and successfully retrieve the tunneler tip. The procedure was then completed without further complications.